Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had been experiencing bradycardia in the 20"s and 30's with no ventricular pacing, also noted was the patient had fallen and felt lightheaded. The egms have been turned off. The device remained implanted, no intervention had been performed.